Manufacturer narrative:
Mfg date: lot 16c010 was manufactured march 01, 2016 ¿ march 02, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor only infused about 40% of the total dose. The device was filled with 8000 mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.